Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The contraindication section of the otw omnilink elite instructions for use (IFU) states that the omnilink elite peripheral stent system is contraindicated for use in patients with a known hypersensitivity to cobalt or chrome. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a peripheral stenting procedure, with implantation of a 6.0 x 39 mm omnilink elite stent. Per patient, the stent was implanted in her lower intestine. She now reports feeling pain on the left side, just above her stomach. She reports that the pain is sometimes a dull ache and sometimes a sharp pain, and that her ¿insides feel raw¿. She reports that frequently when she feels the pain, she has a bout of diarrhea. The patient has not been prescribed any medications as treatment of the pain and has not had any additional intervention. She reports that she has a nickel allergy and has concerns that she may be allergic to the implanted stent. No additional information was provided.